Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urgency frequency and urge incontinence. It was reported that trial patient thought they had a urinary tract infection (uti). Trial patient reached out to their healthcare professional and they sent over an order to a closer clinic to provide a urine sample. Trial patient stated that they are closed now but that they will be providing that in the morning. No further complications were reported.